Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the device, physio observed that the unit would constantly reset itself at boot-up. This may delay, or prevent, defibrillation from being delivered, if it were necessary.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the patient parameter (pp) pcb assembly and completed other, unrelated repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further evaluated the removed pp pcb assembly and determined that the cause of the reported issue was an electrically shorted integrated circuit (ic) chip, designator u5.